Manufacturer narrative:
This is the first of 3 reports. Subject device not available.

Event description:
It was reported that the patient presented with left stroke with m1 occlusion (nihss=15) by mir. Thrombectomy was performed with 7 attempts with stent retriever (3 stryker subject devices) and 4 non- stryker devices). Post-procedure there was immediate improvement (nihss=1). A few hours after the intervention, the patient experienced intense headache with left temporoparietal hematoma due to hemorrhagic stroke transformation (nihss=5) without immediate indication of surgery. The patient was transferred next day for monitoring and is still recovering from intracerebral hemorrhage. According to the physician, the relationship of the intracerebral hemorrhage was assessed as ¿reasonable possibly to the experimental procedure¿.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The device was intended to be used for treatment. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product/product core wire was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported adverse events are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that the patient presented with left stroke with m1 occlusion (nihss=15) by mir. Thrombectomy was performed with 7 attempts with stent retriever (3 stryker subject devices) and 4 non- stryker devices). Post-procedure there was immediate improvement (nihss=1). A few hours after the intervention, the patient experienced intense headache with left temporoparietal hematoma due to hemorrhagic stroke transformation (nihss=5) without immediate indication of surgery. The patient was transferred next day for monitoring and is still recovering from intracerebral hemorrhage. According to the physician, the relationship of the intracerebral hemorrhage was assessed as ¿reasonable possibly to the experimental procedure¿.